Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out without warning. The patient also experienced sharp chest pains and there was puss coming out of injection. The device remains in use. No further patient complications have been reported as a result of this event.